Manufacturer narrative:
Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed high reading 100, low reading 59, white arrow is rubbing off, this does not impact the functionality of the recharger. Found no issues with finding or charging ins. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began 2 days ago. Patient stated that they used to be able to charge their implant with excellent or good quality and it wouldn't take long, but lately they have to move the recharger up and down their back and hit it each time and sometimes it takes forever to pick anything up. Patient also stated that it takes about an hour and a half to charge up their implant no matter what they do. Patient mentioned that their manufacturing representative has settings set low on the controller and they upped the pain level to help their lower back and it's working, but they are having trouble getting their implant charged. Patient noted that last night when they charged their implant, the light came on like they were done charging but the implant was at 80% and they hit the button and let it charge again and when the light on the controller came back on the implant was at 90% and usually the light doesn't come on until it's at 100%. Patient also mentioned that they just got a new controller a couple months ago because the one they had before had a broken stem in it, so that's when they started just charging their back once at night because they were afraid they were being too rough on the controller; see previous case for replacement. Patient mentioned that they used to charge in twice a day, once in the morning and once at night. Patient noted that when they are charging the recharger gets a little warm; agent reviewed information. Agent walked patient through resetting the controller. Patient confirmed that there was no damage or fraying to the equipment. Agent had patient initiate a charge session to their implant; patient got no device found 3 times before they were able to start charging with excellent recharge quality. When asked for a man aging hcp; patient stated they go to the va hospital and whatever doctor is there and will see them who is they see. The issue was not resolved. A request was sent to the repair department to replace the recharger. Unrelated medical history; patient reported they are legally blind and their wife helps with serial numbers.